Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise via a merlin.net transmission. The patient was asymptomatic and would continue to be monitored.